Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found evidence of physical damage on battery cap. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.08750 inches. Unit was successfully downloaded using thump and carelink. No unexpected alarms/alert/anomalies noted during testing or on event date in history files and traces. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the pcb 2 and force sensor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, broken belt clip rails, battery cap contact damaged. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to verify high bg's during testing. Exposed to moisture damage is confirmed at the pcb 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with blood glucose. Troubleshooting was partially performed. It was unknown whether the customer will continue the use of the device. The pump was returned for analysis.